Manufacturer narrative:
G4: 15jan2020. B4 (B)(6). The manufacturer¿s international service technician was unable to be confirmed the reported event by operational check performed. The occurrence of check ventilator backup alarm failed error was confirmed in the diagnostic report. The manufacturer¿s international service technician replaced the central processing unit (cpu) board to prevent recurrence. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is a relationship of the device to the reported problem. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 31may2020. B4: 01jun2020. Failure analysis on the returned central processing unit (cpu) shows that te piezo buzzer (ls1) was failing intermittently due the insulation resistance was out of specification at 465 kohms. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17oct2019.

Event description:
The customer reported a "check vent: backup alarm failed" occurred. The unit was being used on a patient at the time the reported issue occurred, however, there was no patient harm.